Manufacturer narrative:
A titan otr pump, two cylinders and lockout reservoir were received for evaluation. Examination and testing of the returned components revealed. No functional abnormalities noted with any of the returned components. Quality cannot determine a root cause of the reported complaint. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to visible crack are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, and because no functional abnormalities were observed with the returned components, no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to available information, visible crack cylinder/pump tubing. Unable to inflate, fluid noted leaking from reservoir tubing.